Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock. This was due to the implantable cardioverter defibrillator failing to capture and double counting qrs. Programming changes were made to alleviate the issue. The patient was extremely ill.